Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. It was found that a corrupted database prevented the system from booting. Reloaded software, re-configured the system, and tested functionality passed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when booting the system the mobile view station (mvs) showed an error message stating "an error has occurred, reboot the system and if the error persists call technical support". The system was rebooted several times without resolution. There was no patient present when this issue was identified.